Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy and received a replacement pump, which included updated software, from technical support. Instructions were provided to ensure proper usage and return of the problematic pump.